Event description:
The report we received from the field indicated that during prepping of the device for use, the needle would not retract into the catheter. Therefore, the product was not used clinically, and another outback catheter was used to successfully complete the procedure. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.